Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient experienced five shocks. Subsequently, additional surgical intervention was performed. It was noted that the patient experienced three surgeries, and that their skin was sunken and a vacuum-assisted closure (vac) device was used. At this time, no further information is available. This report will be updated should additional information become available. No additional adverse patient effects were reported.